Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the infusion set was changed prior to the report. Customer filled the new infusion set tubing during fill tubing and customer did not see insulin exit the tubing. Customer's blood glucose was over 600 mg/dl which was addressed with a bolus. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.